Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, occurring more than half of attempts over an extended period, and a video demonstrating the behavior was obtained; the user was instructed on shutdown steps and data sync, and a replacement was arranged. Symptoms included no clinical effects. Outcomes included continued use of cgm separately and planned device replacement. Investigation included collection of user testimony and video evidence and arrangement for device return for evaluation. Investigation of this case revealed a suspected mechanical or electrical malfunction of the sleep/wake button assembly consistent with a hardware control interface failure. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the button interface.